Event description:
It was reported that patient underwent hip procedure 2009. During the procedure, the threaded tip of the microplasty acetabular impactor handle fractured inside the acetabular cup shell component. An alternate component was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of device found evidence that instrument fractured due to torsional overload. This report filed january 30, 2009